Event description:
Report received of a patient receiving too much morphine while the device was in use. The pump settings were pca only mode to delivery morphine sulfate 1mg/ml, 1mg pca dose, 8-minute patient lockout and no 4-hour limit was selected. It was reported that at aproximately 10:20pm, the pump was alarming with no message displayed on the pump screen. The nurse noted that the syringe was empty. The pt was reported to be sleeping comfortably at this time. Two nurses went to get a new syringe of medication. The new syringe was placed into the device and the nurse attempted to program the pump. They were unable to program the device. The device door was then closed and locked with the new syringe in the device. The pump was turned off and unplugged from ac power. The nurse went to get a replacement pump from their storage area. When the nurse returned a few minutes later, nurse noted that the pump remained off and the new syringe that was in the locked pump was no empty. Upon assessment of the patient, it was reported that the patient was "initially breathing", so the nurse went into the hall to get equipment to check the patient's blood pressure and have the md contacted. It was reported that the patient's initial blood pressure was 70/38mmghg. Due to the low blood pressure, the staff was unable to obtain an initial pulse oximetry reading. The patient was reported to have "rapidly deteriorated from this point". Report received of a non-delivery of propofol. The pt was receiving propofol at 40ml/hr. Approx 2 hrs after initiation of the infusion, it was noted that no fluid had been delivered to the pt. The customer reported that the air vent on the tubing set was not opened. There were no pump alarms. It was reported that the staff did visualize fluid dripping in the drip chamber at the initiation of the infusion, and that the tubing was properly loaded into the pump. The pump was replaced. The pt was reported to have woken up, but did not experience any adverse effect. No medical interventions were required.